Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain, nausea, and tinnitus. The recipient is presenting with a burning and stabbing sensation at the implant site without device use. The recipient was prescribed an antibiotic for pain. External equipment was exchanged and programming adjustments were made.